Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer loaded the software only. The device passed all the required testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient involvement. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien service engineer loaded the software only. The device passed all the required testing.